Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to hospital for follow up. Upon interrogation, it was noted that lead exhibited high capture threshold and failure to capture. The lead was reprogrammed. A lead explant was recommended by the physician but the patient has not agreed. The patient was stable.